Event description:
As reported, during stone extraction procedure in bladder, the basket of 'ncircle tipless stone extractor' would not close. This issue was identified during testing prior to use on patient. The basket would open but not close. It was not used on the patient. The procedure was completed successfully using another "grasper". The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
E3: occupation - nurse manager; health professional: yes. G4: PMA/510(k) - exempt. H3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b3. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 19jan2026: b3 - date of event: 11dec2025.